Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display connector was reseated to resolve the issue. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.